Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z.o.o. (Registration #3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Please note that previous medwatch reports for this product may have been submitted for the manufacturing site arjo hospital equipment ab (under registration #9611530). As of 2014 that number was de-activated due to the site no longer being a manufacturer and shipping product to the USA. From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh ab's complaint handling establishment and any medwatch reports will be submitted under registration #3007420694.

Event description:
On (B)(6) 2018 arjohuntleigh has become aware of an event which occurred with the involvement of maxi move passive floor lift at (B)(6) customer facility located in (B)(6), USA. It was reported that during patient transfer from a bed to a wheelchair the lift tilted over. According to the customer, when the event occurred, the lift was placed appropriately over the wheelchair. Therefore the patient did not fall on the floor - no injury was sustained. One of caregivers was behind the wheelchair to assist the patient during the transfer. When the lift tilted over, the caregiver was hit in a head by a jib (lifting arm) of the lift. It was reported that due to this incident the caregiver sustained a bruise on the head.

Manufacturer narrative:
An investigation was carried out into this complaint. When reviewing similar reportable events, we have found a number of cases with similar fault description, when the maxi move passive floor lift tilted or tipped over. On 2018-01-11 arjohuntleigh has become aware of an event which occurred with the involvement of a maxi move passive floor lift at (B)(6) customer facility located in (B)(6), USA. It was reported that during patient transfer from a bed to a wheelchair the lift tilted over. According to the customer statement, when a patient was transferred to the wheelchair, chassis legs were closed due to limited space to open them under that device. The tipping occurred at the time when the patient was moved around the wheelchair. Therefore the patient did not fall on the floor - no injury was sustained by him. One of the caregivers was behind the wheelchair to assist the patient during the transfer. The caregiver pulled on the sling to position resident over the wheelchair, when the lift tilted over. As a result of the event, the caregiver was hit in a head by a jib (lifting arm) of the lift and she suffered a bruise on the head, no serious injury was sustained. The lift was inspected by arjo representative after the event- it was found in good general condition with scratches on the top of mast cover, legs, base, and mast assembly. The service technician tested the device; all its functions were operating according to its specification- no malfunction of the device was detected. Please note that our lift devices fulfill the iso 10535 requirements of being stable with the safe working load weight (swl) in the most adverse position. As required per iso 10535 a stability test was performed during the design phase for maxi move device that proves that even on a tilting slope, when lifting 1.25x the swl, and in the most adverse position, the device does not become unstable. The factor as the stability inherent to the design of the device at the time of use was not considered as contributing factor to the event. Based on previous investigations, the following factors are considered to be the possible causes of lift tipping: a) applying the chassis brakes while attempting to move the device, b) using other than maneuvering handle parts of the device to move it, for example, the mast, the jib, the spreader bar or the patient, c) pushing the device directly on the obstructions on the floor, d) pushing or pulling the device sideways instead of the front direction, e) malfunctions of the lift or the sling. The maxi move operating and product care instructions (krx21030.gb) warn and inform the user: "maxi move shall always be handled by a trained caregiver and in accordance with the instructions outlined in these operating and product care instructions." "The chassis rear castors have brakes which can be foot operated when required (see fig. 16). Do not apply the castor brakes at this stage, as the position of the patient will adjust to his/ her own center of gravity when lifted." "Transport the maximove with the chassis legs in parallel position only." "Using the adjustable width chassis, it is possible to make adjustments to chassis leg widths to assist maneuverability around obstructions, for example, bed legs. The statements provided by caregivers who operated the device at time when the event occurred confirms that the lift tipped when the caregiver, who was standing behind the wheelchair, tried to maneuvering the patient to seat him correctly in the wheelchair. This situation might have disrupted stability of the lift and, as a consequence caused the device tipping. Looking at the incident scenario it has been established that maxi move passive floor lift was being used for patient handling at the time of the event and in that way contributed to the reportable event - device tipping over. No technical malfunction of the device was detected that could have caused or contributed to tipping and from that perspective, the floor lit device was up to its technical specification at the time of the incident. Nevertheless, the device was reported to tip and in this regard, the floor lift did not meet its performance specification. No adverse event occurred.